Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch there was a chemo drug leakage at the filter vent. There was patient involvement and no harm reported.

Manufacturer narrative:
Investigation summary no (B)(4) product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.